Event description:
One touch ultra was displaying the "apply sample" symbol on the screen although he had applied blood to the test strip. On an unk date, the pt developed symptoms of frequest urination. On another unk date, the pt attempted to test himself with the meter but was unsuccessful. The customer care advocate (cca) determined that the pt was applying his blood incorrectly to the test strip but was able to walk him through a successful blood test. Since the pt could not get a reading from the meter on the day of the event, he used his old "berer dex" meter and obtained a reading of "580 mg/dl." His wife then took him to the hospital where he received IV treatment (contents unk) and was given an injection of insulin (unk type/dosage). The pt was discharged from the hospital the same day. It would have been helpful to know the following information: when did the sypmtom(s) start, what medications/treatment did the pt take on the day of the event, what food/beverage(s) did the pt have on the day of the event, and what was his blood glucose level in the hospital. The meter, test strips, and control solution were replaced. This complaint is being reported since the pt was unable to get a reading on the meter and ultimately received medical treatment for hyperglycemia.